Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of a leadless implantable pulse generator (ipg) the thresholds obtained were inconsistent, high and there were times with no capture even at maximum programmed outputs. The ipg was removed and replaced. No patient complications have been reported as a result of this event.